Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00494, 0001822565-2018-00496.

Event description:
It was reported that a patient underwent right knee revision procedure on an unknown date and now continues to experience pain.

Manufacturer narrative:
After receiving additional information, it was decided to report this event under manufacturing report number 0002648920-2018-00460.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: